Event description:
Location: (B)(6). Persons involved: (B)(6). During a pt transfer using a hover lift, two cnas were assisting the pt as per standard procedure. The sling appeared intact upon initial inspection with no visible damage noted prior to use. During the transfer process, the bottom right strap of the sling suddenly broke. As a result, the pt fell to the floor. Injury / outcome: the pt sustained injuries, including a fractured hip and shoulder, both requiring surgical intervention.